Event description:
The reporter has had a mesh implanted for hernia repair. Three days post-surgery, she was coughing and it felt like one of the stitches popped and also she experienced pain. The reporter contacted her health care provider and explained her situation. She was told to call back if the pain persisted. After approximately 3 years later the first 6-1/2" stitch popped followed by pain around her belly button, abdominal pain, nausea, difficulty walking. Her health care provider explained that she is having these conditions because of tubal ligation performed on her to fix the hernia. They decided to experiment with a different kind of vaginal mesh because they did not know how to fix the problem. The reporter said they can add more mesh but cannot remove the existing one because the mesh is intertwined with her intestine or some sort of organ. The reporter stated that she does not want to do anything right now because one she does not have medical insurance and another reason, she is afraid of what would happen to her. She stated she is still experiencing abdominal pain and pain on both legs but mostly on left leg.